Event description:
It was reported that the patient's rv lead exhibited noise. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition and was observed in clinic.